Event description:
A physician reported that the ophthalmic cutting knives were found to be dull during surgery. The type of procedure is unknown. The surgery was completed using a new knife from a separate package, and no patient impact was reported. This is the third of five reports received from the same initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Three opened slit knives, 2 in sheathing with no lot info and 1 in blister were received for the report of slit knife was not sharp. Samples were visually inspected and found to be nonconforming with damaged cutting edge and/ or tip of blade was pushed in. Penetration testing could not be performed due to the damage of the samples. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the exact root cause could not be determined from the investigation performed. The returned samples are visually non-conforming with the blade had damaged cutting edge and/ or tip of blade was pushed in therefore, a dull knife . The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blades. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened sample is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.